Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been explanted due to dizziness which could not be alleviated.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to clinical/surgical reasons, namely dizziness which could not be alleviated. Dizziness is known postoperative side effect of ci-implantations. Further, the two high channels observed while the device was implanted could not be reproduced during investigation as the device works within specification. This is a final report.

Event description:
The patient has been explanted due to dizziness which could not be alleviated. The symptom started in 2015.